Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support the patient had compartment syndrome. While on support, the patient had an embolectomy and compartmental division. The clinical representative confirmed that the patient had the compartment syndrome prior to the impella implant. It was not thought to be impella related. Furthermore, the patient had bleeding due to coagulation issues. The clinical representative confirmed the patient was bleeding from all sites. The intervention for the bleeding is unknown. Additionally, after the surgery, the patient suddenly deteriorated. The impella had permanent suction with "position unknown" alarms. The left ventricle was filled. Good pump position was confirmed and volume was given to the patient. The impella flows never returned. Therapy was discontinued and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of low flow was most likely patient condition related. The root cause of access site bleeding was most likely anticoagulation management related. Note: removed failure mode thrombus due to no mention of a thrombus found in clinical description. G1 reporting contact email revised on manufacturer device report 1220648-2024-22239 in accordance with updated procedures.